Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. A visual inspection was conducted on the returned 15-7380 set. A total of two screws and the plate were returned. The inspection showed that one of the two screws has fractured at the tip. The fractured tip was not returned. The remaining screw and plate show no damage and are intact. The fractured screw was reviewed with scanning electron microscopy. The fracture surface was heavily smeared but small regions of fracture surface artifacts could be identified. Sheared ductile dimples indicating rotational crack propagation suggests the torsional overload failure mode. Semi-quantitative eds elemental analysis found the material to be consistent with ti-6al-4v titanium alloy (carbon and oxygen deconvoluted from calculation). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, a screw fractured during surgery. All fractured pieces were successfully retrieved. The proper surgical technique was used, and another device was used to complete the procedure. No contributing conditions were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in china. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.